Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A clinical director reported pt with inflammation at lasik post-operative visit. Add'l info indicated patient's topical steroid dosage was increased. This report references the right eyes. An add'l report will be filed for the left eye. Add'l info has been requested.